Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the continuous glucose monitor (cgm) alerts were not being received. Customer confirmed that cgm alert setting was activated. Tandem technical support educated the customer on how the cgm alert operates. Customer maintained there was an issue with the alert system. Customer's blood glucose (bg) was 400 mg/dl and a bolus was delivered to address bg. Customer continued to use pump for insulin therapy.